Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. No issues were noted. The patient came in for their one (1) year follow up imaging procedure. No issues were noted. Three (3) years post procedure the patient had a transesophageal echocardiogram (tee) imaging procedure performed prior to a surgery. The tee imaging showed that there was a device related thrombus present on the closure device. The physician switched the patients medical regiment to another oral anticoagulation medication in response to this event. Two (2) months post event the thrombus was still visible. Four months post thrombus event the thrombus had reduced in size but was still visible. The patient will remain on their anticoagulation medication and have routine tee follow up procedures until the thrombus is resolved. The patient did not experience any complications or consequences as a result of this event.